Event description:
The report received indicated that there was a stent fracture. The patient was feeling dizzy and returned to the physician four months after the initial procedure when the stent was implanted. The target vessel was the right internal carotid artery. An angiogram was performed and findings showed the stent had fractured. No other event outcome was reported. Product is implanted and will not be returning for evaluation and testing. Please note that this device is distributed outside the united states; however, it is similar to the united states product.